Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for low blood glucose levels. The reported blood glucose reading at the time of the call was 10 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer was not connected to the infusion set during the manual prime. The insulin pump was not exposed to any high magnetic fields. Nothing further was reported.